Event description:
Additional information received from the customer confirmed that there were no patient harm due to the delay of the procedure for more than 30 minutes. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that during a colonoscopy procedure, the buttons of the colonovideoscope were not working, it would not take pictures. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. It is unknown if any troubleshooting was done or how the procedure was completed. There were no reports of adverse patient sequelae.